Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. A leak test was performed and no leaks were found. No timeouts or drive stalls were seen in the download data. The damage did not affect the ability of fluid to flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged and bent. As treatment, the patient administered a manual injection of insulin and applied a new pod.